Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported visiting their orthodontist due to temporomandibular joint (tmj) issues. He confirmed that their teeth are too crowded and too large for byte aligners to work, and that their teeth needed to be shaved down to allow proper alignment to happen. He also stated the aligners may have worsened their (tmj) by pushing their teeth back into their jaw. Now the patient needs to see a (tmj) specialist to correct this.

Manufacturer narrative:
Report #3014845255-2024-03285 is a duplicate of report #3014845255-2024-00674 issued on 07-23-2024.